Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they scheduled an appointment with a manufacturer representative (rep) at their physician¿s office to determine the cause, but the rep was unable to make it to the appointment. Pt reports the troubleshooting actions taken were ¿I rethought my thoughts, and I remembered how¿ the rep did it. Pt confirms their recharging issues were resolved stating ¿I know how to do it now."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient attempted to charge the ins on (B)(6) 2025 but were unsuccessful. The caller had the handset which they connected to a usb cable and powered the device on. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from the patient. They reported that patient was charging their implant after a while their handset will turn off. Patient was very vague on describing the issue. Patient said that they tried to recharge the ins but it keep going blank. Agent tried to verify if what is the one going blank, patient confirmed it was the handset. Patient then mentioned they tried to recharge again today and the handset would not turn on. Patient mentioned they keep getting recharger active. Agent tried to start over and attempt to recharge the ins to identify the issue. Upon connecting to the recharger application, patient confirmed recharger shows one bar and patient saw a message saying the recharger is low battery. Agent walked the patient through in charging the recharger using the charging dock. Patient couldn't confirm if there was a green light on the charging dock saying that there was no part on the dock that will show lights. Agent tried to confirm if patient saw the battery icon on the recharger blink- patient said no. Patient refused to try charging it from a different wall outlet. Agent explained how the recharger works and they need for it to be recharged, however patient insisted that the battery level on the recharger will show if they place it on their back. Patient said that the rep taught them how to charge the recharger. Agent explained that the instruction provided to them was just charging the ins. The troubleshooting steps did not resolved the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.